Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with shortness of breath. No episodes were noted on interrogation however a da error was observed. Boston scientific technical services (ts) discussed the error was self-correcting. The device check was completed and no anomalies were noted. No adverse patient effects were reported.